Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk and missing segments and partial display due to cracked and bleeding lcd glass. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to damaged lcd glass. The insulin pump had cracked display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was not recessed. It was out of place and uneven. The insulin pump also had cracks and missing pieces between the reservoir and battery compartments. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.